Event description:
It was reported to boston scientific corporation that a wallstent enteral prosthesis device was used during a stent placement procedure within the duodenum on (B)(6) 2011. According to the complainant, during the procedure, the physician attempted to implant a wallstent enteral prosthesis device within the patient's duodenum; however, the wrong size stent was chosen and it was too small for the lesion. No issues were reported with this device. Subsequently, a second wallstent enteral prosthesis device was advanced to the target lesion; however, the stent would not deploy and the physician had to remove the device from the patient. The procedure was not completed due to this event, but it was rescheduled for a date later that week. Reportedly, during the rescheduled procedure, a wallstent enteral prosthesis device was able to deployed successfully within the patient's duodenum. There were no patient complications as a result of this event. The patient's condition was reported to be okay post procedure. Investigation results revealed that the stent was partially deployed and the stent wires were damaged. Additionally, two kinks were noted along the length of the stent body. Based on these results, this event has been deemed MDR-reportable.

Manufacturer narrative:
Reported issue of stent partially deployed. Reported issue of stent kinked. Reported issue of stent wires damaged. A visual examination of the returned device revealed that the stent was partially deployed by approximately 4 mm and the distal stent wires were damaged. The distal end of the catheter was kinked at 85 mm and 102 mm proximal to the distal tip. There was evidence of stretching along the outer sheath for a distance of approximately 210 mm distal to the t-bar connector. The stainless steel shaft was kinked at 50 mm distal to the distal end of the hub. Functionally, it was not possible to retract the outer sheath by hand so the shaft was dissected proximal to the stent and the inner lumen and stent were withdrawn from the outer sheath. The deployed stent was kinked at 47 mm and 61 mm proximal to the distal end of the stent. The inner lumen was kinked at 94 mm and 111 mm proximal to the tip. The reported event of "stent failure to deploy" was confirmed through device analysis; however, the stent was returned partially deployed and damaged. In addition, catheter kinks, a stainless steel shaft kink, an inner lumen kink and outer sheath damage were also noted during evaluation. Based on the condition of the returned device, it is likely that anatomical or procedural factors encountered during the procedure limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.